Manufacturer narrative:
Model number/catalog number:sc-2316-50, serial number: (B)(4), batch/lot number: 18363604, model/catalog description: infinion 16 lead kit 50 cm. Model number/catalog number:sc-3400-30, serial number: (B)(4), batch/lot number: 18313291, model/catalog description: splitter 2x8 kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patients ipg was exposed due to decubitus ulcer. The patient underwent an explant procedure and was doing well postoperatively.